Event description:
Outbound. Prefilled veletri cassette #7 mixed (B)(4) 2022 only ran for a few hours and in the middle of the night, it alarmed no disposable clamp, patient tried the cassette on her other pump which also alarmed, no further details provided.